Manufacturer narrative:
(B)(6). Complaint conclusion: the product was not returned for evaluation. Without the return of the device; the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies; design or quality concerns. Since there was no evidence of a manufacturing issue related to the event, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
After the ultipaq cerecyte microcoil was deployed, detachment was attempted several times. The coil could not be detached and safely removed from the patient. Other micrus coils were detached before and after this coil using the same cable and detachment control box. There was no resistance felt during coil deployment. The coil had passed pre-deployment electrical check. When pressing the power button, all lights illuminated; however, an audible signal beep was not heard. There was no serious injury or intervention required as a result of the event.